Event description:
A 3.5 mm diameter x 24 mm length endeavor mx2 drug-eluting coronary stent delivery sys was inserted into a pt for the treatment of a rca lesion. Lesion morphology was not reported. It is unk if the lesion was pre-dilated. It was reported that the lesion was distal to two previously deployed stents in two side branches. It appears from cine review that the stent in the distal most side branch protruded into the main branch and the endeavor drug-eluting stent was caught when tracking passed causing the stent dislodgement. It is unk if the undeployed stent remains in the pt. The pt's condition is unk.

Manufacturer narrative:
Results - (embolism-device). Unk if the undeployed stent remains in the pt.